Event description:
The customer contacted baxter's technical service center regarding end therapy assistance, which occurred on the homechoice (hc) during use, during initial drain. The drain volume (dv) equaled 7ml. The home patient (hp) stated the patient line leaked. The baxter technical service representative (tsr) assisted the hp in ending therapy. The hp would notify the peritoneal dialysis (pd) nurse before restarting with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's wife on (B)(6) 2012 and she said that the patient's 12 foot extension line had leaked. It was no fault of baxter's product, her husband had run over the line with his wheelchair and it cracked. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.